Event description:
Customer reported receiving an inaccurately low reading on their precision qid blood glucose monitor. Customer reported receiving a reading of 171 mg/dl compared to a lab result of 389 mg/dl obtained within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.